Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the vision side cart (vsc) common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. This issue is not associated with an error code so it could not be confirmed via lighthouse. The vsc ccc was visually inspected, where no issues were found. The unit was taken to a programming station where it was confirmed bricked through vmware. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause was determined to be a bricked ccc.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system will not power up all the way. Prior to calling in, the customer power cycled the system several times and won't power up all the way and vision side cart (vsc) displayed ""disabled insufflator"". Technical support engineer (tse) had the customer power up the system with all components by themselves. The surgeon side console (ssc) and patient side cart (psc) powered up with no errors. The vsc wouldn't power up all the way and power button kept blinking blue and had a message that insufflator is disabled. Tse had customer hard power cycle the vc and still it won't power up all the way. Customer is changing the case to a different room. Tse asked if they had any power loss recently at the hospital and customer wasn't sure. The procedure was aborted to another dv system with no reported injury.